Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cable was dirty, rigid tube was dented. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the image abnormality and the staining or dirt of the universal cable were caused by a component failure of the universal cable. Additionally, the dent observed on the rigid tube was most likely due to a component failure of the rigid tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic exhibited an image abnormality and that the universal cord was overall stained. The issue occurred during service or maintenance. There were no reports of patient harm.